Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 426-3008x pta balloon dilatation catheter allegedly experienced material rupture and inflation problem. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.